Manufacturer narrative:
The manufacture date for these gloves was november 7-13, 2015. Device batch record indicates no deviations in the manufacture of these gloves from component/raw material receipt, processing, in process testing, and final release. There were no changes to suppliers or specification of raw materials used in the manufacture of the gloves. Retain samples from the same lot showed no discoloration or abnormal odor. Returned glove sample from customer showed no discoloration but the consumer sample smelled of soap/disinfectant which was not observed in manufactured product. No root cause could be identified and no further action on this complaint will occur.

Event description:
Customer bought vinyl gloves and used them to cook with in her kitchen for meats and food preparation. Customer indicated that they detected an odor on the gloves; characterizing the smell as moldy. Customer had not noticed the smell previously in work in the kitchen. Customer indicated later that the her finger nail split and shortly after contracted a fungal infection. She went to dermatologist and is now using ciclopirox until the nail can grow out the infection. Customer requested refund. On 12/2/2016: product sample received from customer 11/21/2016. The gloves had a plastic odor characteristic of vinyl gloves. No mold detected and product is within specification. No other action as of this date.

Event description:
Customer bought vinyl gloves and used them to cook with in her kitchen for meats and food preparation. Customer indicated that they detected an odor on the gloves; characterizing the smell as moldy. Customer had not noticed the smell previously in work in the kitchen. Customer indicated later that the her finger nail split and shortly after contracted a fungal infection. She went to dermatologist and is now using ciclopirox until the nail can grow out the infection. Customer requested refund. On 12/2/2016, product sample received from customer 11/21/2016. The gloves had a plastic odor characteristic of vinyl gloves. No mold detected and product is within specification. No other action as of this date.